Event description:
It was reported by the patient that she had two integrity bare metal stents implanted to treat a heart attack. Shortly after implantation the patient reports that she began experiencing chest itching and lack of energy. She reported that the hospital did not ask if she had allergies prior to the procedure and she believes she has been suffering from a metal allergy since implantation. Approximately 7 months later it was reported that the patient suffered from a second heart attack. The patient then suffered a third heart attack approximately 8 months after implantation and underwent a bypass surgery operation approximately 4 months later to treat this third heart attack. Approximately 22 months since the initial implantation of the integrity stents, the patient had a CT scan of her heart which showed enlargement and 30-40% restenosis. No further reported patient complications or clinical sequelae.

Manufacturer narrative:
The integrity stents were implanted in the lad. It has been confirmed that the patient has a nickel allergy. Patient reported chest pain, shortness of breath and swelling of the feet because of the allergic reaction to the stents.

Event description:
Additional information: it was reported that the patient tested positive for nickel and copper allergies. Patient is also suffering from blisters on their body. Patient stated they wanted to have the stents removed.

Manufacturer narrative:
Evaluation results: (root cause could not be determined). Inherent risk of procedure - (reaction, mi, restenosis, CABG). No results available since no evaluation performed -(device remains implanted, procedural images not returned for review). (No device returned). Evaluation conclusions: (root cause could not be determined). Inherent risk of procedure (reaction, mi, restenosis, CABG). Unable to confirm complaint (device remains implanted, procedural images not returned for review). Device not returned. (B)(4).